Event description:
"The nurse cannulated the vein and when removing the stylet, the pt jerked and they stuck themselves on the opposite hand thumb. The 2 handed technique was being used. The clip was 1/4" from the tip and the nurse is unsure if the clip did not activate properly or if the clip became unengaged".